Event description:
One random control sample placed within a pt run gave discrepant bicarbonate results. Initial result 42 mmol/l, repeat 30 mmol/l. No pt results were reported. The field service representative determined dirty/clogged rinse tubing to be the cause and flushed the tubing. Performance tests performed which were within specification.